Manufacturer narrative:
Sample analysis: an evaluation of the actual sample could not be performed as it was not returned for evaluation. The root cause of this complaint cannot be determined. The device in complaint does not appear to be the cause of the incident.

Event description:
This pt was enrolled on the heat trial, a multi-center prospective aneurysm clinical trial and was randomized to the hydrocoil embolic system treatment arm. At enrollment, the ruptured, irregular, bifurcation aneurysm was located in the right middle cerebral artery (m1). During the 3-28 day follow-up, upon return from endovascular treatment, the pt showed signs of a stroke (right) and was admitted on (B)(6) 2012. No vasospasm was shown on angiogram done at that time. Scans confirmed a stroke occurred on the parietal cortical and sub-cortical right side and was relatively large. (Ref # (B)(4)). Multiple devices were used during this treatment. The user did not indicate the hydrosfot was the cause of the incident. We are reporting as it was one of many devices used during an adverse event.